Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap is still attached to the fiber. The outer flow tubing open end exhibits signs of melting and cracking; the blue arrow and blue writing on the outer flow tubing open end are partially erased; the fiber cap shows severe wear the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending /user handling.

Event description:
The first fiber was used @ 273,846 joules and 38:55 minutes of use. The fiber was not cleaned during the procedure. A second fiber was used @ 42,595 joules and 5:08 minutes of use. The fiber was not cleaned during the procedure. The fiber tip/cap did not detach as first reported. The case completed utilizing the second fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, at the beginning of a prostate procedure, while using the side firing surgical fiber it was noted that the fiber was rotating inside the metal cap and subsequently the fiber tip was fractured. The fiber was exchanged. During use with the second fiber it was noted that the fiber was rotating inside of the metal cap, the fiber tip fractured and the fiber detached inside of the patient the fiber was exchanged and the case completed utilizing the third fiber. Patient outcome: no injury to patient reported. This report is for the second fiber.